Manufacturer narrative:
Event date is approximate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that approximately 3-4 months ago (exact date unknown), stimulation coverage rose above the areas of his pain & does not recall any specific event that would have caused the change in paresthesia. On (B)(6) 2018, the patient's stimulation was reprogrammed to cover left low back and left leg. An impedance check showed #15 electrode >20k ohms. The #15 electrode was not used for the stimulation program and stimulation is now covering all areas of pain. The patient is satisfied with the results of their visit. The issue of stimulation covering all areas of pain is resolved. The issue of #15 electrode being out of range is not resolved. The reference and voltage were changed from 0.7 to 1.50 and the #15 electrode remains out of range. No further actions is planned since the patient is satisfied with the results of reprogramming. No further complications were reported. No additional patient symptoms were reported.